Event description:
A system error (se) 2367 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2012 at 23:50:20. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.